Event description:
It was reported to boston scientific corporation that a captivator was intended to be used in the colon during a polypectomy procedure performed on 22 june 2026.during insertion, the snare device had poor energization. The procedure was completed with an alternative device.there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of device electrical /electronic property problem.block h3: the device was returned for analysis; however, the investigation is still in progress. A supplemental report will be submitted when the investigation is complete or if additional relevant information becomes available.